Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The cassette couldn't be sensed on the pump due to the downstream occlusion(dso) sensor being defective. The dso sensor was replaced.

Event description:
It was reported that the cassette was not connected properly. This was discovered during set up. There was no patient involvement.